Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a successful cryo ablation procedure, the patient had chest pain and was diagnosed with per icarditis and pneumonia. The patient was placed on antibiotics and their hospital stay was extended. The patient is a participant in the comparison of rf and cryoballoon ablation therapy of af clinical study no further patient complications have been reported as a result of this event.